Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The lamp error occurred during a diagnostic cystoscopy procedure, which was completed without delay using another cv-170 device (serial number unknown).

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for MDR# 8010047-2020-07409. The legal manufacturer performed a device history record review and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e105 (lamp error) is a known issue and the potential cause can be contributed to the result of the continued use of a cable unit with a small contact areas at the site, resulting in the generation of an oxidized membrane in the connector and increased contact resistance.as stated on the IFU (instruction for use) and as a preventive measure, the user manual states: when an endoscope, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the led harness cables causing e105 error. Worn out connector block causes unsecured connection to scope. The listed parts were replaced, and software was updated to version 3.10. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the device. The device displayed an e105 error message during a diagnostic procedure. E105 is a lamp error. There was no patient injury or harm. No additional information was provided.